Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to a short burst of ventricular fibrillation (vf). Device data was sent to rhythmcare for review. Data review determined the device charged for the second time, therefore a shock could not be diverted again. The arrhythmia spontaneously terminated shortly after the shock was delivered. Rhythmcare then recommended to increase the programmed vf zone to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.